Event description:
Customer reported suspected check valve failure. No patient harm reported. States, nurse hung ivpb med with primary bag lowered appropriately. Noticed secondary was dripping too fast so infused it as a primary via the pump. Although requested, no further patient or event information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was discarded. The lot number was not identified; therefore, a product history record review could not be performed.